Event description:
It was reported that after the implant of this implantable cardioverter defibrillator (ICD), a defibrillation threshold (dft) test was performed, in which the device recorded two error codes indicative of short circuit during shock delivery and high voltage detected on a lead during a device charge. It was suspected that an old right ventricular (rv) lead was defective, causing the error codes. Technical services (ts) was consulted and advised on lead replacement and device no longer being able to provide therapy as intended. No adverse patient effects were reported. This device remains in service.